Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
The occupation is lay user/patient. Country of origin is (B)(6).

Event description:
The customer complained of a discrepant meter to laboratory result with coaguchek xs meter serial number (B)(4) and laboratory using an unknown method. The customer¿s meter reading was 5.4 inr and the laboratory reading was 3.49 inr. On an unknown date, the meter result was 4.6 inr and the laboratory result was 3.19 inr. The customer's therapeutic range is 2.5 ¿ 3.5 inr. There was no allegation that an adverse event occurred. The customer had no test strip handling issues